Manufacturer narrative:
The insulin pump powered up properly and no blank display noted. The insulin pump was received with the operating currents within specification and passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test. No damage was found on the lcd isolation tape during visual inspection. The battery icon showed a full 4 bars and did not deviate during testing. The insulin pump was received with partially broken reservoir tube lip, reservoir tube missing o-ring, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 20 mg/dl. The customer stated that she was at target and got dizzy and fell. The customer was treated at the hospital. The customer was wearing the insulin pump during the hospitalization. The customer mentioned that the pump was damaged. The customer reported chipping where the reservoir goes in. The insulin pump will be returned for analysis.